Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: urinary frequency. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-2 error. Wife is calling on behalf of the customer. E-2 error had been obtained during blood test performed during call using true metrix meter. Customer had performed blood test using test strips that had not been stored according to specification (bathroom). At the time of the call, the customer reported having frequent urination and believed his blood glucose to be high; medical attention was not needed at the time. The test strip lot manufacturer¿s expiration date is 04/23/2022 and open vial date is (B)(6) 2021.

Manufacturer narrative:
Sections with additional information as of 20-may-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications added most likely underline root cause mlc-020: user's test strip had poor storage